Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to boot, repeatedly restarting and causing geometry failures. During troubleshooting, the fse found that the failure was caused by a bmc issue within the host pc bios. Review of the log files showed bmc failures, but it was unclear which pc had caused the issue. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, replacement of the host pc by the field service engineer resolved the reported issue and restored the system's functionality.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.